Event description:
During a pta/stenting treatment procedure, stent deployment difficulties were encountered. It is noted that the iliac lesion was calcified. The physician performed a kissing stent procedure. After he deployed a 71-220 iliac unistep plus stent and the 71-218 iliac 6f unistep plus stent, he was unsatisfied with the deployment of the distal portion of the 71-218 stent. Therefore, he needed to deploy another 71-216 iliac unistep plus stent inside of the 71-218 stent to achieve satisfactory results. The current patient status is reported as 'fine.'